Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: there was no unexplained power interruptions observed in the black box. No damage was found to battery cap or battery compartment. The battery cap contact height and width measurements were found to be within specification. The battery cap secured tightly to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues. The pump was opened; no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.